Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that no clinical factors were found which would have contributed to the reported events. The speedscrew knotless anchor and sutures are implantable, biocompatibility is not an issue. Micro-motion or movement is unlikely as it was reported that the anchor was ¿left buried deep in the bone.¿ there is potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, while the surgeon was engaging the sutures through the speedscrew knotless anchor, the sutures stopped moving as the surgeon was twisting the back of the anchor. As it became evident the sutures were not advancing the surgeon set the internal locking mechanism and detached the anchor from the inserter, and then use the removal owl to back the anchor out of the bone. The anchor pushed into the humeral head as the bone quality was relatively poor. The sutures were cut flush with the bone and inserted into a new speedscrew knotless anchor to complete the procedure, drilling an additional bone hole prepared with a speedscrew tap. The original anchor was left buried deep in the bone. 5 minutes delay was reported, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, while the surgeon was engaging the sutures through the speedscrew knotless anchor, the sutures stopped moving as the surgeon was twisting the back of the anchor. As it became evident the sutures were not advancing the surgeon set the internal locking mechanism and detached the anchor from the inserter, and then use the removal owl to back the anchor out of the bone. The anchor pushed into the humeral head as the bone quality was relatively poor. The sutures were cut flush with the bone and inserted into a new speedscrew knotless anchor to complete the procedure, drilling an additional bone hole. The original anchor was left buried deep in the bone. 5 minutes delay was reported, and no further complications were reported.